Event description:
Pt reported that there were some insulin boluses recorded in the device's bolus history that were not programmed by the pt. The pt also reported that their blood glucose levels were high for about five hours. Pt self-treated high blood glucose by giving themselves a bolus. Pt will temporarily switch to insulin injections.